Event description:
The patient was prepped and draped in the usual sterile fashion for intraocular surgery. A paracentesis was created. Epi-shugarcaine was injected into the eye. Ophthalmic viscoelastic device was injected into the eye. A 2.4 mm keratome was used to create a temporal clear corneal incision. A cystitome and capsulorrhexis forceps were used to initiate and complete a circular capsulorrhexis on the anterior capsule. Hydrodissection and hydrodelineation were performed. The nucleus was removed using a horizontal chop technique. Epinucleus was removed. The eye was refilled with ovd when instruments were removed from the eye. Cortex was removed and the anterior and posterior capsules were polished with the irrigation and aspiration handpiece. Ophthalmic viscoelastic device was injected into the eye. The intraocular lens was injected into the eye. Debris was noted on the lens periphery. Much of this was removed with capsulorrhexis forceps. The irrigation and aspiration handpiece was placed in the eye and ophthalmic viscoelastic device was removed. Cefuroxime was injected into the eye. The limbal incisions were hydrated and the eye palpated to physiologic pressure. The wounds were checked for closure with weck cells and confirmed to be water-tight.